Event description:
(B)(4). Hair loss, dental issues, bloating, weight gain, mood swings, depression, anxiety attacks, pain on right side, painful periods, dizziness, forgetfulness, itchy scalp, yeast infections.

Event description:
(B)(4). Always tired, extra hair growth on my face.